Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va02r4x, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer reported that the patient programmer was unable to power up. There was corrosion in the battery compartment area. The patient kept the device in her purse and it rained a lot lately. The patient had a loss of therapeutic benefit (urinary symptoms). There was a sudden change in therapy/ symptoms. No falls/ trauma, no new physical activities, no changes to fluid intake and the patient did not believe she had a uti. The consumer was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.